Event description:
It was reported that the patient was seen in the emergency room after receiving an appropriate shock for tachycardia. The episode had several shocks that did not deliver full energy which was due to the short circuit protection feature of the device. The device was able to deliver a full energy shock to convert the rhythm. The right atrial (ra) lead had recently not been sensing or capturing, so the device had been programmed to vvi mode. The ra lead was also suspected of having insulation damage. The right ventricular (rv) lead had low impedance in order to trigger the short circuit protection feature of the device and was also suspected of having insulation damage. The ra lead was explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on a lead was beyond the expected lower range. Although not seen in the lead impedance trends, impedances of 0 ohm are recorded on 2014-(B)(6), as seen on the data tab, list of high voltage episodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead, (B)(6) 2003. (B)(4).